Event description:
The string keeps breaking [device breakage]. Case narrative: consumer reported via email that the tampon string keeps breaking. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.